Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the plastic end of the permanent cautery spatula broke.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found that the ceramic sleeve was broken, with a piece missing approximately .13" x .10". This failure is attributed to mishandling/misuse. Additional investigation, found the yaw cable at the distal end was found to be derailed. This failure was not found to be related to the customer's reported complaint.